Manufacturer narrative:
Although requested, the electronic data from the device has not been provided. The investigation is on-going, and a root cause is not known. Should additional information become available, a follow-up MDR will be submitted.

Event description:
A professional customer reported that the device stopped performing compressions during a rescue (this MDR is for this device). They reported that they took a second device and the same thing happened. The customer reported that they felt the cause was user error. No additional event or patient information was provided.